Event description:
Reporter alleged pts' blood glucose measured 533 mg/dl back to back with a result of 140 mg/dl when tests were performed within < 10 minutes of each other. Reporter stated controls were tested on the system every twelve hours and had tested within acceptable range. Reporter indicated not being sure whether the controls were tested on the same vial of test strips used during the alleged incident. Pt data or treatment info was reportedly not provided. A request was made for the return of the suspect device and replacement product was sent.